Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error and damage to the case. No adverse patient effects were reported.

Manufacturer narrative:
One pump received with cracked top case and chipped by the left bottom corner, cracked left plunger case and battery door with no visible contamination. The reported issue was able to be duplicated and was related to normal wear of the pump as it is over 13 years old. Replaced top case, left plunger case, case seal and plunger cable. Replaced worm coupling, worm gear, wavy, delrin washers (worn out) and position pot. Updated motor, motor mount, lead screw and clutch halves and installed cable guard. Performed power up process and all the functional test passed. The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. This issue was caused by normal wear. The customer is responsible for end of life component replacement. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). D4 (UDI) was unknown. No product information has been received to date. G1 updated. Additional information provided d5 (operator of device), d10 (device available for evaluation), e4 (initial reporter also sent to FDA), g5 (510k) and h3 (device evaluated by manufacturer).